Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - n/a. Reported event was unable to be confirmed. Photograph of the head and liner was provided. Screw used to explant the liner can be seen. No further evaluation can be performed using the photograph. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. DHR review was unable to be performed. Root cause has not been identified as investigation is still in process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that patient had a hip revision and washout due to infection approximately one month post implantation. During the stage one revision, femoral head and polyethylene liner were removed and spacers were implanted. The patient was later implanted, on an unknown date, with long-term implants.